Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed that the deaeration chamber was cracked at the top. The reported condition was verified. It was observed that the set was in treatment (blood in all lines) and it is not possible to start treatment with this type of event; therefore, the crack was generated during use and the set was not received as is by the customer. The most probable cause of the condition is that a shock occurred during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st150 set c, an unspecified damage was observed on the return monitor line. There was patient involvement but no patient impact and no medical intervention. No additional information is available.